Manufacturer narrative:
Insulin pump alarmed motor during the rewind due to corroded motor home switch. No traces of moisture found at the electronic assembly. Insulin pump received with cracked case at display window corners and scratches on lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 361mg/dl. Customer also reported that the insulin pump has moisture in the reservior compartment. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.